Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/31/2025, it was reported by a sales representative via phone that an ar-7288 fibertape sternal closure first pass happened and the needle came off. This occurred during use in a case with no patient effect. Case completed using another fibertape.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to an internal manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.